Event description:
It was reported that a pediatric ilet user experienced nocturnal hypoglycemia after a missed meal announcement led to a postprandial hyperglycemia that was subsequently overcorrected by the system, with a documented glucose nadir of 43 mg/dl. The caregiver treated the low with oral carbohydrates (juice and gummy bears), and no medical assistance or hospitalization occurred. Symptoms included hypoglycemia and lethargy. Outcomes included resolution of hypoglycemia with oral treatment and no lasting impact. Investigation included a review of use patterns related to meal announcements and user education regarding appropriate announcements and hypoglycemia treatment. Investigation of this case revealed user-related factors consistent with a missed meal announcement and subsequent algorithm-driven correction contributing to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was user handling related to missed meal announcement with resultant low glucose, addressed through troubleshooting and education.